Event description:
Report received that during pt use, the ventilator changed modes. The pt was not harmed or injured as a result of the event. The covidien customer service engineer (cse) replaced the graphic user interface (gui) printed circuit board assembly (pcba) and customer provided graphic user interface (gui) to breath delivery (bd) cable. The device passed all self-testing.

Manufacturer narrative:
(B)(4).